Event description:
It was reported that the pump exhibited error code 1450. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The device passed the functional and delivery tests. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, d4: UDI, and g4: 510k are unknown